Event description:
On (B)(6)2009, the patient reported that when she tried to perform a quick bolus via her insulin infusion device, she checked her device history and saw nothing was delivered. She stated she was able to bolus to deliver the insulin. Troubleshooting of the up/down buttons was performed and the buttons appeared to work properly. She said her device had not been exposed to high temperatures or humidity. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.